Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device not returned; single-use device.

Event description:
The consumer reported on putting the reagent into nostril with binaxnow covid-19 ag self test on (B)(6) 2022. There was no patient impact. No additional patient information.

Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds. H3 other text : device not returned; single-use device.

Event description:
The consumer reported on putting the reagent into nostril with binaxnow covid-19 ag self test on (B)(6) 2022.there was no patient impact. No additional patient information.